Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead were received for analysis from an unspecified source. This would indicate that a revision procedure occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned. Visual inspection noted slightly deformed conductor coils and a thin layer of tissue on the tip. The layer of tissue was removed for testing of the lead. A thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Blood and body fluid infiltration in the lead body was noted. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the left ventricular (lv) lead threshold is elevated and the impedance has now started to vary between 400 and 1280 ohms with the current programming. Boston scientific technical services (ts) was consulted and discussed possible troubleshooting options. The clinic has opted to monitor the patient with quarterly in-clinic device interrogations and wireless remote monitoring. The patient will be scheduled for an x-ray at a future follow-up visit. Thus the system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the patient was seen in the office where high out of range left ventricular (lv) lead impedance was able to be recreated. Subsequently they reprogrammed the lv pacing configuration. No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient had contacted the clinic in the middle of the night stating that his device was emitting tones. Boston scientific technical services (ts) was consulted and upon review of the data in the remote home monitoring system it was noted that the left ventricular (lv) lead exhibited out of range impedance measurements from the previous day. Ts advised bringing the patient into the clinic the following day to evaluate the system. The field representative is attempting to obtain additional information from the clinic. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.